Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for novel system implant. During the procedure, it was found that the novel atrial lead was exhibiting helix rotation issues resulting in the helix protruding without torque being applied. The procedure was completed using an alternate lead on (B)(6) 2021. There were no patient consequences.